Event description:
The account alleged the beds brakes will not lock. No patient impact.

Manufacturer narrative:
The technician found that the account did not have the brake set. The technician in-service the account on how to use the brakes on the bed to resolve the issue.